Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following the patient¿s generator changeout procedure there was an alert for rv bipolar impedance as the pacing impedance was high/undefined on the right ventricular (rv) lead. Pocket manipulation, arm movements, isometrics, as well as repeated impedance measurements were unable to reproduce any issues. The physician wanted to continue monitoring. However, the next week the patient came back with additional alerts for high/undefined pacing impedances on the rv lead. The patient was scheduled for a lead revision with suspicion of pin plug issues. At the lead revision procedure, upon accessing the device, the rv pace/sense pin was easily removed without turning the hex screw. The lead was re-inserted and hex screw was tightened again. The rv lead remains in use. No patient complications have been reported as a result of this event.